Manufacturer narrative:
Manufacturer's investigation conclusion: review of the patient¿s submitted log files confirmed low speed operation and a pump stoppage; however, evaluation of the patient¿s replaced portion of the driveline from (B)(6) did not find damage that could have contributed to the events seen within the log file. Additionally, superficial damage to the outer silicone jacket and an external driveline bend relief compromise was confirmed during evaluation of the returned portion of driveline from (B)(6). Log file evaluation showed the pump operating above the low speed limit until (B)(6) 2020 at 4:18:20 am when the log file recorded a pump stoppage. The pump regained speed on its own and operated above the low speed limit until (B)(6) 2019 at 9:44:29 am when the log file recorded another pump stoppage. The pump regained speed on its own following this event and remained above the low speed limit for the remaining duration of the submitted log files. The patient was operating on their mobile power unit or power module for all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the log files could be indicative of a potential driveline issue. The patient underwent a driveline replacement on (B)(6) 2020. The returned portion of driveline measured approximately 10.5 inches between the returned portion of driveline and individually returned wire segments. A clamshell was present and there was rescue tape from approximately 2 to 3 inches from the controller connector. Upon removal of the clamshell, the bend relief was noted to be cut approximately 0.25 inches from the controller connector and the silicone jacket had a cut approximately 2.5 inches from the controller connector. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had breakdown at the controller connector and from approximately 2 to 2.5 inches from the controller connector. Upon removal of all of the layers, the internal black and green wires were noted to be slightly kinked approximately 2 inches from the controller connector; however, the insulation of each wire appeared to be fully intact and there did not appear to be any conductor breakdown. Examination of all of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Evaluation of the returned portion of the patient¿s driveline did not reveal any issues that could have potentially contributed to the abnormal pump operation captured within the submitted log files. Multiple attempts for additional information, including patient status were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. There was also an incidental finding of superficial damage to the outer silicone jacket was observed during evaluation of the returned external segment of driveline from (B)(6). The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in need of a clamshell repair. The drive line jacket was separated at metal connector requiring clamshell repair. The patient¿s controller was exchanged and there was a speed of 0 rpm. The log file analysis showed brief pump stops on (B)(6) 2020. Each of these stops lasted for 4 seconds. There was not enough evidence to confirm the cause of the pump stops, but they did occur on the power module and mobile power unit which means it could have been caused by a percutaneous lead issue. Clam shell repair was performed on (B)(6) 2020. It was reported that there was a "short to shield" drive line issue. Submitted x-rays showed minor wear and tear on the distal end of the drive line. On (B)(6) 2020, technical services arrived on site for drive line evaluation and repair. Performed repair about 11 inches from the exit site. After repair, tethered patient on grounded patient cable without issue. No further information was provided.